Event description:
The manufacturer representative reported the patient had a return of symptoms and "withdrawal" following a pump replacement. The drug used in the pump is baclofen (dose and concentration unknown). The programming was checked and found to be correct. The catheter was aspirated and appeared fine. The patient was brought back into the or that night and it was determined the catheter had been sutured causing it to be pinched. The suture was redone, preservative free normal saline run through the pump and catheter and a bolus was programmed. The patient recovered. Additional information was requested from the hcp but has not been received on the date of this report.

Manufacturer narrative:
.